Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient had the device turned off for about five weeks and the shocking had gone away when the stimulation was off. They wanted to know if it was safe to try turning it back on again. Their healthcare professional (hcp) recommended the patient have it removed since it malfunctioned, but the patient didn't think it malfunctioned because it wasn't shocking them anymore. The shocking started about five weeks prior to the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event is estimated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that patient had a low setting on her device and was getting shocked. Patient noted that when she got her implant, she fell last year and noticed the same day of the fall, the device shifted and so, it was hard for her to find it. Patient clarified that it was hard to physically find where the implant was located. There were no further complications that have been reported as a result of this event.